Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. This rv lead remains in service. Additional information indicated that this rv lead was explanted, and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. This rv lead remains in service. Additional information indicated that this rv lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture updates on b5: describe event or problem.